Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to the company representative that during a cataract extraction procedure, the suction failed during phacoemulsification. The cassette was replaced and the surgery was completed with no harm to the patient. The product sample was not retained. No additional information is expected.

Manufacturer narrative:
This is one of two complaints reported for this finished goods lot, same issue. A review of the device history record (DHR) indicated the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).